Event description:
The user facility reported during a patient procedure the touch panels to their HexaVue Custom Room Rack were "unresponsive", resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.